Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information has been received to date. Since the device serial number and its disposition are unknown, no investigation was possible. Based on the information available, the root cause of the reported intraoperative explant/failure to implant can be traced to a device mis-sizing. Should the manufacturer receive additional information in the future, the manufacturer will provide a follow up report to this reporting activity.

Manufacturer narrative:
Since the device serial number was not provided and the device disposition is unknown (not returned), no further investigation is possible at this time. The manufacturer is following up to retrieve additional information on the event.

Event description:
The manufacture was informed that on (B)(6) 2021, a perceval valve was implanted but explanted during the procedure because of oversizing. A second and smaller perceval valve was implanted as a replacement (details reported in 1718850 -2021-01077). As per eventual surgery outcome, the patient died.